Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that pt has been experiencing a skin reaction, most severe at the insertion site but that has spread to the rest of his body. Pt's mother describes the skin reaction manifestation as red and patchy and that it worsens when exposed to water. Pt has consulted with three pediatricians and one endocrinologist and was advised to use aquaphor or vaseline. One physician determined that it could be an allergic reaction or possibly eczema. Pt's mother also states that they use topical anesthetics prior to insertion and that the anesthetics could be the cause or a contributor to the skin reaction. At the time of her call to dexcom technical support, pt's mother reports that pt had discontinued cgm use for the past two weeks and that pt's skin was getting better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.